Event description:
A user facility biomedical technician (biomed) reported that the patient's hemodialysis (hd) treatment on a fresenius 2008t hemodialysis (hd) completed without the removal of any ultrafiltration (uf). There were no machine alarms. Additional information was gathered from the registered nurse (rn) during follow-up. It was believed that the machine did not automatically restart uf functionality after addressing a previous machine alarm. The rn stated that the uf keys were not adjusted during treatment. The patient was treated a second time on a different machine and was able to successfully complete treatment with the correct amount of fluid removed at the end of treatment. There was no patient injury or medical intervention required as a result of the reported event. The rn explained that the patient is already fluid overloaded and experiences shortness of breath for which they are on oxygen. This treatment exacerbated the patient's symptom and their oxygen was increased. Additional patient and treatment details were not provided. Additional information regarding the machine repair was requested but could not be provided. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between hemodialysis (hd) therapy utilizing the 2008t machine and the reported patient event. The 2008t machine could have caused or contributed to the non-removal of fluid during the patient¿s treatment; however, there is not enough information to determine what caused no uf during the treatment. The rn stated there was an alarm (unspecified) earlier in the treatment that was addressed by the staff. Technical support informed the rn that the uf will not automatically restart when they start the treatment clock if it had been manually started or stopped previously. Per the 2008t operator manual, if the uf on/off key is pressed during dialysis to turn off the uf pump, it will not resume with the treatment clock button. Additionally, the uf on/off key will be illuminated during treatment or flashing if uf is interrupted. The rn did not document whether the key was lit or if the patient¿s uf was periodically checked during treatment. Based on the available information it cannot be determined if a machine malfunction or deficiency or user error caused or contributed to the patient¿s non-removal of fluid during treatment. Plant investigation: no parts were returned to the manufacturer for physical evaluation and no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  The clinical investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the patient's hemodialysis (hd) treatment on a fresenius 2008t hemodialysis (hd) completed without the removal of any ultrafiltration (uf). There were no machine alarms. Additional information was gathered from the registered nurse (rn) during follow-up. It was believed that the machine did not automatically restart uf functionality after addressing a previous machine alarm. The rn stated that the uf keys were not adjusted during treatment. The patient was treated a second time on a different machine and was able to successfully complete treatment with the correct amount of fluid removed at the end of treatment. There was no patient injury or medical intervention required as a result of the reported event. The rn explained that the patient is already fluid overloaded and experiences shortness of breath for which they are on oxygen. This treatment exacerbated the patient's symptom and their oxygen was increased. Additional patient and treatment details were not provided. Additional information regarding the machine repair was requested but could not be provided. No parts were returned to the manufacturer for a physical evaluation.